Manufacturer narrative:
A partial distal portion of the lead measuring 45.6 cm was returned for analysis. The damage found was sustained during surgical procedure. No anomalies were found.

Event description:
New information reported that it was suspected the lead had fractured. The patient had suffered a superior vena cava tear during laser lead removal procedure that required patient intubation and a pericardiocentesis. The patient received multiple blood transfusions and was hospitalized for a few days. The patient was doing fine after.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited high impedance and capture thresholds. All other measurements were stable. The patient was brought into clinic and their device was programmed to left ventricular pacing only. The right ventricular lead was programmed to shock vectors off and minimum output. There were no adverse consequences to the patient.

Event description:
New information received indicated that the right ventricular lead was explanted and replaced on (B)(6) 2019. During the extraction, the patient became hypotensive and required fluids, blood, and pressors. The patient was intubated and a chest tube was placed. A pericardiocentesis was performed. Patient was stabilized and transported to the intensive care unit.